Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that it was not determined why it opened up and that it just never healed all the way. It was reported that it resolved after the pump and catheter were removed completely. The rep did not have the new health care provider's information due to them moving far away. The rep stated that they did not have the device as they were not there during removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the patient's incision was not closing at one section. The wound looked like a small part of the upper layer of tissue wasn't closing and healing correctly after replacement of the pump. Nothing known but the replacement surgery in regard to the environmental, external or patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. The actions and interventions taken to resolve the issue was cleaning and keeping it covered by the physician's staff. The issue was not resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event. Additional information was received from the company representative (rep) reporting that the patient called to let the company rep know the device was removed in another state. The patient had moved away and it was removed somewhere else. They do not know any details except that he said it was not healing and showing through his skin so it was removed.